Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. Two clips were implanted without issue. A third triclip (tcds) was prepared and advanced into the anatomy. After moving the clip into the ventricle, the clip became tangled in one of the leaflets. There was stress on the tcds. The clip was inverted and intended to get back into the atrium. It did so, but due to the stress caused by getting tangled, the clip shifted very quickly into the atrium in an inverted position. After pulling the clip back into the atrium, the clip would not close. The arm positioner did not work and the atraumatic tip pierced through one of the clip arms. Then the tcds was slowly pulled back into the guide to dock the clip onto the guide to retrieve the whole setup together. The clip docked itself to the guide tip in an inverted manner which caused some deformation to the soft tip of the tsgc. The guide together with the clip docked on its tip was then slowly removed out of the groin. The clip however due to its inverted position got stuck in the vena femoralis. Vascular surgeons performed a cut down and retrieved the inverted clip. The patient was stable with no damage to the valve or the vena cava. The first two implanted clips were also undamaged and undisturbed and are implanted stable with a reduction of tr to grade 3.

Manufacturer narrative:
All available information was investigated, and the reported deformed soft tip was confirmed via device analysis. The reported difficult or delayed positioning and difficult imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported deformed soft tip was due to procedural circumstances. The reported difficult positioning was due to patient condition. The cause of the reported difficult imaging was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. Two clips were implanted without issue. A third triclip (tcds) was prepared and advanced into the anatomy. After moving the clip into the ventricle, the clip became tangled in one of the leaflets. There was stress on the tcds. The clip was inverted and intended to get back into the atrium. It did so, but due to the stress caused by getting tangled, the clip shifted very quickly into the atrium in an inverted position. After pulling the clip back into the atrium, the clip would not close. The arm positioner did not work and the atraumatic tip pierced through one of the clip arms. Then the tcds was slowly pulled back into the guide to dock the clip onto the guide to retrieve the whole setup together. The clip docked itself to the guide tip in an inverted manner which caused some deformation to the soft tip of the tsgc. The guide together with the clip docked on its tip was then slowly removed out of the groin. The clip however due to its inverted position got stuck in the vena femoralis. Vascular surgeons performed a cut down and retrieved the inverted clip. The patient was stable with no damage to the valve or the vena cava. The first two implanted clips were also undamaged and undisturbed and are implanted stable with a reduction of tr to grade 3.